Manufacturer narrative:
The customer did not retain the model and lot number which determines the date of manufacture and the 510k. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the tracheostomy tube deflated due to an air leak. Customer indicated re-intubation of a replacement was required.